Manufacturer narrative:
The device was not returned to (B)(4) for eval. The complaint could not be confirmed.

Event description:
Info received indicates the administration set leaked from the connection site. The set is connected to a bbraun ultrasite connector. The pt indicated she used an older admin set with the connector and it worked fine without leakage. The leakage occurred at the site with lot number listed. The pt never had problems with connection to this end cap connector before. Pt has tpn running 2300ml over 12 hr.